Manufacturer narrative:
The device was received. Investigation is not complete. The no audible alarm tone event that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial testing at the mfg site, the pump did not have audible alarm tones on high and low volume settings.